Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of questionable inr results for 3 patients from coaguchek xs pro serial number (B)(4). Of the data provided, there were discrepant inr results compared to the laboratory result for 1 patient. The results from the meter were 4.6 inr and 4.2 inr. The result from the laboratory using venous blood was 3.0 inr. There was no allegation of an adverse event. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue. Retention test strips (lot 314047) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material as tested complies with specification.